Manufacturer narrative:
Based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements.

Event description:
Plaintiff also allegedly experienced component separation, non-healing wound, wound infection, necrosis, purulent drainage and debridement.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Device evaluated by manufacturer? Not returned.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product plaintiff allegedly experienced physical pain and suffering, emotional distress, inconvenience, disfigurement, permanent disability and multiple surgical procedures. This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product